Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead was unable to be placed. It was further reported that when the lead is in the body for a period of time, it becomes pliable and lacks stiffness. The lead was removed and replaced. No patient complications have been reported as a result of this event.